Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead failed to capture and failed to sense. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.